Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer's son states his mother feels well. Customer's son stated that he performed a blood test and obtained a result of hi today (B)(6) 2015 at 05:30 pm. Mr. (B)(6) states his mother is feeling well at this time but since she has other health issues he would take her to the hospital . No adverse event reported.